Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted.

Event description:
The customer reported via phone that the drive support cap was recessed. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.